Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had chronically high threshold. It was noted that recently the patient noted phrenic nerve stimulation due to the high output. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.